Event description:
It was reported that stent damage occurred. After advancing a 6 fr al-1 guide catheter, a filter wire was placed in the obtuse marginal graft. Following pre-dilation with a 3.0 balloon, a 4.00 x 48mm synergy xd drug eluting stent was advanced to cover both the mid and more distal stenosis. However, the stent could not be deployed with the filter wire in place as the basket could not be advanced far enough. The filter wire was retrieved and a non-boston scientific guidewire was placed. The stent was unable to cross both the mid and more distal stenosis. Upon removal, it was found that the stent was damaged. The more distal stenosis was predilated with the same 3.0 balloon. A 4.00 x 38mm synergy drug eluting stent was advanced into the distal portion of the graft and was deployed at 16 atmospheres (atm). However, this was not long enough to cover both lesions. A second 4.00 x 38mm synergy drug eluting stent was telescoped into the previously placed stent and was deployed at 16 atm for 30 seconds. The physician decided to fix the distal anastomosis and proximal obtuse marginal. Following pre-dilation with a 2.5 balloon, a 2.75 x 24mm synergy xd drug eluting stent was advanced but could not be delivered. A guide liner was used as a backup to position the stent into the obtuse marginal straddling the saphenous vein graft. The stent was deployed at 10 atm. The balloon was withdrawn slightly and post-dilated to 18 atm. The physician tried to post-dilate the portion of the stent extending into the graft with a 3.50 x 8mm noncompliant balloon. However, this could not make the bend into the obtuse marginal. The guide liner and wire were removed and final cineangiography was performed. No patient complications were reported.